Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted blood visible on the balloon, stent, and contrast on the shaft, which is consistent with handling. The stent was dislodged from the balloon and was returned. The proximal end of the stent implant was mangled. There was a green foreign material entangled in the stent implant of the proximal end of the mangled struts, which likely came in contact with the stent during packaging, handling and return to abbott vascular, as there was no reported foreign material noted in the reported event. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal end of the balloon was wrinkled and there were multiple bends in the hypotube 13.5 cm distal to the strain relief tubing, for a length of 6.3 cm; which likely occurred during the procedure or during packaging, handling and return to abbott vascular. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. The distal and middle stent outer diameters were measured and met manufacturing criteria. The proximal outer diameters could not be measured, due to the damage noted. In this case, it is possible the stent was inadvertently handled during unpacking of the device during preparation for use, resulting in the noted damage and dislodgement; however, this could not be confirmed. In this case, a conclusive cause for the reported stent dislodgement could not be determined; however, there is no indication of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the rx mini vision stent dislodged from the stent system outside of the pt anatomy. There was no adverse pt effect. Though requested, additional info was not provided.